Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 discordant sars result. Customer reporting the quidel qv otc result was positive and another rapid antigen test was negative. Customer is asymptomatic and no confirmation testing was performed. (Report 2 of 2 results).